Event description:
Information was received from a patient representative (con) regarding an external device to an implantable pump infusing unknown drug for intractable spasticity. It was reported that the patient had received 3 bolus per day. The reason for the call was starting at least 90 days ago ((B)(6)2025) the patient's device took a long time to sync up to release a bolus. They would get to 90% and wait for minutes at a time; sometimes it stopped at 99%. The manufacturing representative was at the physician's office and cleared the history but issues had persisted where it took forever to release a bolus. During the call agent walked the caller (con) through clearing data. The caller (con) connected to myptm app (personal therapy manager) like normal. The caller (con) would call back if issues persisted.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.